Manufacturer narrative:
The unit passed displacement test. There is a prominent white spot in the upper left corner of the display. Before the unit was even turned on, there are black pixels in that region. After further review, the back of the lcd screen as well as the j6 internal battery connector are corroded suggesting previous moisture presence inside the unit. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the back of case was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.